Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Manufacturer's ref. No: (B)(4). (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with persistent atrial fibrillation underwent radiofrequency ablation and developed cardiac tamponade before start of la mapping. Title: ¿efficacy of catheter ablation of focal sources in persistent atrial fibrillation.¿ the purpose of this study was to test whether catheter ablation that targets focal sources can improve on current ablation protocols for persistent af. The study was conducted between june 2015 to march 2016. 70 patients were enrolled in this study. Navistar thermocool sf catheters were used in this study, however catalog and lot number were unknown.